Manufacturer narrative:
(B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore definitive cause of event cannot be determined.

Event description:
It was reported that patient underwent total en-block spondylectomy(tes) at t12-l1 using spinal fixation system. After the surgeon performed tes surgery at t12/l1, he placed a mossmesh cage. Post-op on an unknown date, both side rods were broken at above l2 pedicle screw. The bone union was not achieved and the mossmesh sank in l2 vertebral body. Kyphosis progressed after the event.patient underwent revision surgery for the removal of broken rods. No fragment of the implant remained in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.